Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to sleep with the pump at 60% battery life and when the customer woke up the pump was off. The customer was able to connect the pump to a power source and turn the pump back on. Review of the pump data by tandem technical support determined the pump battery depleted from 85% to 5% within 3 hours. Customer reported blood glucose level was in the 70s (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.